Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had swelling in the chest were the device was implanted and was very warm. These reported symptoms are indication of infection. The patient advocate was advised to reach out to the physician to discuss the issue. There were no additional adverse patient effects reported. The rv lead remains in service.